Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1888 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "customer placed PICC line in patient and was called back in because of leaking, upon inspection there was a pin-sized whole in the extension leg near the clamp of the PICC." Additional information received 04/06/2021: it was reported bard 4fr single lumen power PICC's were used with pinhole leak on the tube where the clamp is located, discovered 12 hours after line insertion. Patient receiving long term antibiotic therapy. No harm was done. The line was exchanged using the over the wire technique without incident. Statlock used to stabilize the line.